Manufacturer narrative:
(B)(4). Manufacturer was able to make contact after a few attempts and obtain the customer's address;the new product replacement was shipped. Follow up phone calls made after shipped product,customer expressed is satisfied with new product performance.. Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 98-104mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/29/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): the 221mg/dl n/a fasting: yes; the 244mg/dl n/a fasting: yes; the 277mg/dl n/a fasting: yes; the 289mg/dl n/a fasting: yes; the 88mg/dl n/a fasting: yes.

Manufacturer narrative:
(B)(4). Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 98-104mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/29/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).